Event description:
Type of procedure: bullectomy. According to the reporter: while doing a bullectomy, the 45-3.5mm reload, there were three firings in total. The first firing was completed with success, however, on the second firing, the reload fired and cut, but staples did not form. There unanticipated tissue loss and tissue damage. Surgical time was delayed by more than 30 minutes but there was no adverse event reported based on the delay in the procedure. The procedure was fixed by over sewing with vicryl sutures. There was no blood loss over 500cc and no reinforcement material was used.

Manufacturer narrative:
(B)(4).